Manufacturer narrative:
Insulin pump was received with unresponsive buttons due to corroded keypad traces. No numbers ramping or scroll bars moving up noted. Unit had cracked case at display window corner, minor scratched lcd window, broken battery tube threads, cracked belt clip slot at battery tube threads area, and broken reservoir tube lip.

Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The buttons were not working. His/her blood glucose level was 268 mg/dl. The numbers on the insulin pump's screen were ramping on their own. The scroll bar was moving without the input of the customer. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.